Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-dec-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 07-dec-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration resulting in a return of pain. The rep reported the leads are still within range to potentially cover patients pain. The rep gave the patient new programs to try based on new x-rays, and patient agreed to update the rep with any concerns. It is unknown at this time if the issue is resolved, but the rep noted they would report any new information that becomes available.